Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported air in line in the filter, and returned a set of material 2432-0007, lot unknown. Upon initial visual examination, the set had no defects or abnormalities. The set was then infused with water, and the complaint was verified. There was leakage and bubbling coming from the filter air vent, sample was infused by customer with citrate. The supplier of the filter was contacted for further details. The supplier investigation found that the filter was able to filter air and not leak, in other words work properly, after restoring the filter to the default and removing any drugs/solutions. The root cause is therefore unknown for the air bubbles and leak. The possible root cause is the end user drugs/solution used with the filter. A device history record review could not be performed on material 2432-0007 because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set had air in line the following information was received by the initial reporter with the following verbatim: it was reported by customer that two sets are primed and utilized during dialysis treatment. One connected to the venous line and the other to the arterial line. When the dialysis treatment is initiated the IV filter set is working properly, however the filter set connected to the arterial line begins to drain leaving air in the filter. The filter does not completely drain and/or infuse air into the patient.